Event description:
Case reference number (B)(4) is a spontaneous report sent on 11-jul-2025 by a nurse practitioner concerning a 50-year-old female patient. Additional informational received on the same day and on 16-jul-2025 from the same reporter via a sale representative. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2025, the patient received a treatment with restylane kysse (lot 22819) to the lips at a spa in (B)(6). The amount administered, injection technique, and needle type were not reported. The patient was happy, and her lips looked perfect while leaving the clinic. The patient did not receive any other filler or toxins during treatment session. On (B)(6) 2025, while on vacation, the patient developed pustules (implant site pustules) at the left corner of her lip. She also experienced bruising (implant site bruising) above her lips on left side. The hcp encouraged her to use topical and oral arnica [(B)(6)]. However, two days later, the patient reported that it became gotten worse. On (B)(6) 2025, the patient was seen by an unspecified provider who flushed the affected area with 8 vials of hylenex [vorhyaluronidase alfa]. The patient's condition worsened overnight, and the treating provider referred her to the reporting nurse practitioner's clinic, where ultrasound imaging was available. The ultrasound revealed areas of vascular occlusion (vascular occlusion) extending from the lip to the alar region. The patient did not have sign and symptoms of vascular occlusion after 2-3 of procedure. The patient was subsequently treated with an additional 8 vials of hylenex to restore blood flow. Out of 17 vials of hylenex administered to the patient, some of them were injected under ultrasound guidance. She also received couple of treatments with hyperbaric oxygen therapy prior to visiting a dermatologist later that day in the afternoon. Additional treatments included bactrim [sulfamethoxazole, trimethoprim] and prednisone [prednisone]. On 11-jul-2025, the provider reported that the patient had also been treated with nitropaste [glyceryl trinitrate] and co2 therapy. At that time, the patient had already started experiencing scarring (implant site scar). The patient reported that events were improving. The hcp recommended her to take some healing peptides (bpc-157 and thymosin beta-4). Outcome at the time of the report: vascular occlusion was recovering/resolving pustules was recovering/resolving scarring was recovering/resolving. Bruising was recovering/resolving. Tracking list: v.0 initial. V.1 fu was received on 28-jul-2025 from a physician. Event (implant site bruising) added. Suspect device updated from restylane nos to restylane kysse. Suspect device lot number, expiry date, outcome and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of pustules, bruising and scar at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of pustules, bruising and scar at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a nurse practitioner concerning a 50-year-old female patient. Additional informational received on the same day and on (B)(6) 2025 from the same reporter via a sale representative. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with restylane kysse (lot 22819) to the lips at a spa in california. The amount administered, injection technique, and needle type were not reported. The patient was happy, and her lips looked perfect while leaving the clinic. The patient did not receive any other filler or toxins during treatment session. On (B)(6) 2025, while on vacation, the patient developed pustules (implant site pustules) at the left corner of her lip. She also experienced bruising (implant site bruising) above her lips on left side. The hcp encouraged her to use topical and oral arnica [arnica montana]. However, two days later, the patient reported that it became gotten worse. On (B)(6) 2025, the patient was seen by an unspecified provider who flushed the affected area with 8 vials of hylenex [vorhyaluronidase alfa]. The patient's condition worsened overnight, and the treating provider referred her to the reporting nurse practitioner's clinic, where ultrasound imaging was available. The ultrasound revealed areas of vascular occlusion (vascular occlusion) extending from the lip to the alar region. The patient did not have sign and symptoms of vascular occlusion after 2-3 of procedure. The patient was subsequently treated with an additional 8 vials of hylenex to restore blood flow. Out of 17 vials of hylenex administered to the patient, some of them were injected under ultrasound guidance. She also received couple of treatments with hyperbaric oxygen therapy prior to visiting a dermatologist later that day in the afternoon. Additional treatments included bactrim [sulfamethoxazole, trimethoprim] and prednisone [prednisone]. On (B)(6) 2025, the provider reported that the patient had also been treated with nitropaste [glyceryl trinitrate] and co2 therapy. At that time, the patient had already started experiencing scarring (implant site scar). The patient reported that events were improving. The hcp recommended her to take some healing peptides (bpc-157 and thymosin beta-4). Outcome at the time of the report: vascular occlusion was recovering/resolving pustules was recovering/resolving scarring was recovering/resolving. Bruising was recovering/resolving. Tracking list: v.0 initial. V.1 fu was received on (B)(6) 2025 from a physician. Event (implant site bruising) added. Suspect device updated from restylane nos to restylane kysse. Suspect device lot number, expiry date, outcome and corrective treatment details were updated.